Event description:
It was reported that after an argument the patient received several shocks and went to emergency room (ER). The patient was evaluated and changes to medical therapy were done. The device remains in use. The patient is enrolled in the avoid delivering therapies for non-sustained arrhythmias in ICD patients (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found on the save to disk review.